Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2025, the patient called to say that there was some flow/fluid coming out of the extremity of the scar, but no inflammation, warmth, fever, and no sign of infection. On (B)(6) 2025, the patient came in again and there was "still less red" and "still some flow" so the patient was prescribed antibiotics for 5 days (bactroban cream 3 times per day and 1 gram of augmentin 2 times per day). On (B)(6) 2025, the redness continued, so antibiotics were continued "without signs of infection." On (B)(6) 2025 the scar was "calm" and there was no infection/redness; no more antibiotics were administered. On (B)(6) 2025 the patient's scar on their left flank was red with erythema around it and a small dot in the center. An ultrasound was performed on all of the patient's scars (on their back, on the ins, and on the flank) and there was no fluid collection. The healthcare provider suggested waiting, ordering a lab test, and prescribing antibiotics if the crp level was elevated. It was noted that the result was ok and "no more antibiotics." On (B)(6) 2025 the scar was "calm" and there was purplish discoloration but no edema and no erythema. On the (B)(6) 2025 all was fine. The issue was resolved. The event resulted in an urgent care visit.

Manufacturer narrative:
G2: the country of origin is switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that there was no infection present for the patient and the lab test was fine, the patient had not taken the antibiotic "finally" because the lab test was fine. By 'quiet scar" and scars "are calme purplish", it was meant calm/fine/the scar was quite normal. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.